Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. Upon device removal, the indicator wire loop was deployed and oriented downward, unlike previous batches where it faced upward, which was more prone to catching. There was no reported patient injury. Four units (used and sterile) will be returned. The exoseal vcd was used in a diagnostic procedure via a retrograde approach. The device was stored and prepared according to the IFU, and the physician was certified in using exoseal vcd. There were no visible signs of device or packaging damage before use. A non-cordis catheter sheath introducer was used. Angiography confirmed the suitability of the femoral artery, including the vascular sheath's 30¿45° insertion angle. The vessel diameter was confirmed to be =5mm with no visible calcium, plaque, tortuosity, stents, or stenosis near the puncture site. The site had not been closed with a device or manual compression in the prior 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. No difficulty was encountered when connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling did not lock with an audible click, prompting closer inspection to confirm secure engagement. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and sheath were retracted together until bleed-back slowed significantly. The physician did not place their thumb on the plug deployment button during retraction, and no red color was observed in the indicator window. This orientation change was noted as an anomaly. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. Upon device removal, the indicator wire loop was deployed and oriented downward, unlike previous batches where it faced upward, which was more prone to catching. There was no reported patient injury. The exoseal vcd was used in a diagnostic procedure via a retrograde approach. The device was stored and prepared according to the IFU, and the physician was certified in using exoseal vcd. There were no visible signs of device or packaging damage before use. A non-cordis catheter sheath introducer (csi) was used. Angiography confirmed the suitability of the femoral artery, including the vascular sheath's 30¿45° insertion angle. The vessel diameter was confirmed to be =5mm with no visible calcium, plaque, tortuosity, stents, or stenosis near the puncture site. The site had not been closed with a device or manual compression in the prior 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. No difficulty was encountered when connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling did not lock with an audible click, prompting closer inspection to confirm secure engagement. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and sheath were retracted together until bleed-back slowed significantly. The physician did not place their thumb on the plug deployment button during retraction, and no red color was observed in the indicator window. This orientation change was noted as an anomaly. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position, and the indicator wire was found fully deployed, where no abnormal conditions were observed to be present on the indicator wire. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. Since the guard was received in the locked position, it was first reset to its manufacturing setting. Afterward, the guard was locked successfully with an audible click. The indicator wire was then pulled to the black/black position, and upon full depression of the deployment lever, the indicator wire retracted, and the plug deployed as expected. The indicator window subsequently displayed both the black/white and red positions. A high magnification evaluation of the indicator wire loop and internal mechanism was performed, and no abnormal conditions were observed. The reported event of ¿indicator wire damaged loop and vascular closure device (vcd) no audible click¿ was not observed through analysis of the returned device since there were not anomalies noted to the loop. In addition, the guard was reset to manufacturing setting and locked with an audible click. The exact cause of the issue experienced could not be conclusively determined during analysis. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.